Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer was informed that the pump needed to be replaced and agreed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.